Manufacturer narrative:
The vessel sealer extend instrument used during the da vinci-assisted surgical procedure was discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after a da vinci-assisted surgical procedure, the surgeon alleged that the vessel sealer extend instrument did not seal adequately. As a result, the patient experienced post-operative bleeding that required a second surgery to address the bleeding.

Event description:
It was reported that approximately six hours after undergoing a da vinci-assisted sigmoid colectomy, the patient experienced post-operative bleeding that required a second surgery to address the bleeding. It was alleged that the ¿seal on the inferior mesenteric artery (ima) did not hold.¿ on 01/24/2020, intuitive surgical, inc. (Isi) contacted the isi key account manager and obtained the following additional information regarding the reported event: approximately six hours after the completion of a sigmoid colectomy while the patient was in recovery, the patient¿s vital signs dropped. The patient was rushed in for an exploratory laparoscopic procedure. The source of the bleeding was identified as the ima. As a result, the surgeon had to place sutures on the ima to control the bleeding. The surgeon had stated that the ima was sealed with the vessel sealer extend instrument during the robotic procedure earlier that day, with no issue reported. However, since it was the ima that was the cause of the bleeding, the surgeon alleged that the vessel sealer extend instrument did not seal adequately. The surgeon¿s standard practice is to seal in two to three places on the ima, inspect the seal by zooming in, and then cut. The surgeon had reported that that the seal on the ima had looked good during the procedure earlier that day, and there were no intra-operative complications, especially related to sealing. The following facts are unknown: estimated blood loss, the vessel size, integrity, and if any blood transfusion was administered to the patient. It was confirmed that the vessel sealer extend instrument was discarded and not available for evaluation since there were no intra-operative complications reported during the robotic procedure earlier that day.